Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of dissection. It was reported that a retrograde dissection was discovered when the patient returned for follow up on an unknown date. The patient received treatment. Upon repair of the aortic arch, it was discovered that the bare spring of the stent graft had perforated the aorta. The aortic arch was replaced and the event was resolved. Per the physician, the cause of event was attributed to patient's connective tissue disorder. No additional clinical sequelae were reported and the patient is fine.